Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature battery depletion. The patient was hospitalized and waiting to have the device explanted and replaced. No patient complications have been reported as a result of this event.